Event description:
On (B)(6) 2022, infutronix received a complaint from an end user: "the tubing broke at the filter. I am thinking the patient must have squished the fanny pack that the pump was in, or they got the tubing caught on something for it to break that way." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The event took place during an infusion. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Manufacturer narrative:
On (B)(6) 2022, the user facility representative confirmed that the affected device was discarded and therefore a root cause could not be established.